Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient had a pocket revision because the ins had moved. Patient stated that the ins is working well, but it moved so they fixed the pocket. No symptoms reported. No further complications were reported or anticipated.